Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. A 2.75x38mm synergy ii stent was selected however during unpacking of the device, it was noted that the stent was deformed. The device was not used in the patient and was put inside a box. When the device was again checked, it was noted that the stent was missing on the stent delivery system balloon. The procedure was completed with a different device. No patient complications were reported.